Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00284: a facility reported that 1 of 2 mayfield modified skull clamps (a1059) caused harm to a patient resulting in a 3 inch laceration of the scalp. The mayfield was not holding the pounds of pressure after being put to 60lbs, and the patient's head did slip while fixated. The mayfield devices were changed out after that and cleaned, but the facility is not sure which one was not holding. As a result, both devices have been returned for evaluation. Additional information received indicates the following: the patient was initially positioned prone for posterior cervical procedure. No repositioning. The patient's head was fixed for about 10-15 mins before it was noticed it wasn't holding the pounds of pressure. Type of surgery was posterior cervical. There was no delay. Staples were applied to laceration before the surgical procedure started. Mayfield headrest was switched out for a new one. Surgery proceeded. Patient outcome/current condition is stable.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation of the returned unit found no device deficiencies that would have contributed to the reported complaint. Service and repair (s&r) could not duplicate slippage and found that when the clamp was properly positioned and put under pressure the unit will function properly. Unrelated to the reported complaint, the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the index knob and the lock had new components added to replace worn internal parts. New components were added to replace worn internal parts and general maintenance and cleaning performed. Further investigation by quality engineering confirms the findings of the s&r report. Unit showed signs of wear and there was slight movement observed in the lock. Root cause: probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11 corrected field: d9, h6 (type of investigation). This MDR is being submitted for correction of errors in fields d9 and h6 of the initial MDR.

Event description:
N/a.